Event description:
During a left hemicolectomy the surgeon fired the tx60g. When examining the staple line it was noted the staple did not form in the center. The surgeon oversewed this area. There was no consequence to the pt. 12/02/96 1530 surgeon called and stated the device had been fired by the resident. He stated the pin was seated properly and the device appeared to close completely. A scissor was used to cut off the excess tissue instead of a knife, but he did not think th estaple line had been compromised. He stated there were unformed staples noted but they were beyond the tissue that had been stapled. He stated he likes the low profile head but thinks the device should have controlled tissue compression.

Manufacturer narrative:
H4: d5 information unavailable. Based upon the inquiry information received, the visual examination and the functional test, it was concluded that the instrument was conforming with regard to staples firing and forming. The instrument was received in good physical and the cartridge was observed to be covered with dried body fluids. The instrument was examined and was found to be functional and conforming to design specifications. A test cartridge was loaded onto the instrument and was cycled, fired, and formed all of the staples without incident. The staples were examined and were found to be within specifications. No conclusion could be reached as to why the reported "staple did not form in the center" during surgery. Each instrument is evaluated during the assembly process to ensure that it functions properly.